Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported the internal gasket tore (rubber seal). The surgeon doesn't think he put a device down the port and it was already torn. A new trocar had to be opened and the procedure was delayed. There was no consequence to the patient.